Event description:
An altitude alarm was reported on the pump. The customer's blood glucose level was within a safe range and did not exceed 500 mg/dl. Technical support instructed the customer to remove any obstruction from the speaker holes, clean them gently, and reconnect the pump's cartridge. After following these steps, the pump resumed normal operation, and no further alarms occurred. Technical support provided additional tips to prevent future altitude alarms, which the customer acknowledged.